Event description:
Customer reported a past event of low blood glucose, the cause of which was unknown. Although the exact lowest blood glucose level was not recalled, the customer consumed carbohydrates as a treatment and received assistance from a paramedic who administered a glucose shot. Despite the customer losing consciousness, there was no injury. Customer was advised by customer technical support to consult a healthcare professional to discuss factors affecting blood glucose levels and acknowledged this recommendation.